Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope displayed a bad image. The device was returned and an evaluation at the repair center revealed, the scope displayed no image after auoclave. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿bad image¿. It was noted that there were multiple heavy dents on the insertion tube. The investigation is ongoing and follow up with the user facility is currentl being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress, which was applied to insertion section/charge-coupled device unit and was damaged during user handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿ do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.